Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with no information. No date of date has been reported; however, the date of implant is less than one year from the receipt date of the device system. A cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number c3tr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary # product ID# c3tr01 the device was returned and analyzed and no anomalies were found. Concomitant product: implantable pacing lead product ID: 42968, implanted: (B)(6) 2013. (B)(4).